Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: per sales rep,the tip of probe melted. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Based on the evidence obtained through the physical evaluation of returned probe no observable parts were missing/melted, therefore, the alleged claim unable to confirm. The probable root cause/s could be a non-conforming component, poor assembly process, an excess glue/seal, excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. Gtin: (B)(4).

Event description:
It was reported that the tip of the probe melted.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip of the probe melted.